Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The analyst noted that the lead was returned with severe explant damaged. The insulation was breached/melted. It was also pulled apart, and that allows blood ingress in lead. Visual inspection found there was an anomaly appearance at the welding zone of the sense cable to the electrode ring. Destructive analysis was performed, cable strands fracture in vivo was observed. But some cable strands was still intact. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the past year the right ventricular (rv) lead thresholds had doubled and were now high. The impedance had also doubled and was now high. During the lead extraction, the outer insulation broke and the coil wires bunched when advancing the laser sheath. The physician had to remove the laser sheath and tie down the external wires. The lead was explanted and replaced. No patient complications have been reported as a result of this event.